Event description:
The pt was being internally fed using the device. One liter of water was hung, and the pump was set to deliver 110ml/hr. Reporter stated one liter was delivered in 4 hours. There was no illness, injury or medical intervention resulting from the event. The day after this event, the reporter stated the device was again filled with water, and 500 ml drained into the pt's bed in 5 hours. Reporter stated one device is used for feeding for 1-2 days, and another device is used for water and is changed every 10 days. Reporter stated the pt had an episode of pulmonary edema three days prior to the event. One pt involved.